Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. However, it was reported that the patient connected prior to the patient line being properly primed and is a known cause of air in the patient line. ¿the homechoice and homechoice pro apd systems patient at-home guide,¿ which is shipped with every homechoice device, provides step-by-step instructions for properly priming the disposable set and says to verify that the patient line is properly primed. It warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a patient experienced air in the patient line without an alarm while using the homechoice machine. This occurred during the initial drain cycle of peritoneal dialysis therapy. The patient was connected at the time of the event. The patient reported connecting before the patient line was properly primed. The technical services representative assisted the patient with ending therapy, and the patient stated that they would complete therapy with new supplies. There was no report of patient injury or medical intervention associated with this report. No additional information is available.